Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 600.6885 on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: after transferring their network configuration, the error code cleared. However after cycling the power a second time, error code reappeared. Informed customer their may be an intermittent issue with their abg wireless card. Recommended replacing wireless card. If issue does not clear, replace the cib. If fault does not clear, the issue is most likely the logic board. If logic board, recommended sending in for repair. Provided part numbers and repair pricing. Ended call. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error code 600.6885. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 600.6885 on their 8015 (sn: (B)(6)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: after transferring their network configuration, the error code cleared. However after cycling the power a second time, error code reappeared. Informed customer their may be an intermittent issue with their abg wireless card. Recommended replacing wireless card. If issue does not clear, replace the cib. If fault does not clear, the issue is most likely the logic board. If logic board, recommended sending in for repair. Provided part numbers and repair pricing. Ended call. Ref: (B)(4).